Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracks were noted near the corners of the display window, the battery tube threads and reservoir tube lip.

Event description:
The customer called to report that she was hospitalized with a high blood glucose of 402 mg/dl. The customer stated that the insulin pump was exposed to an x-ray at the airport, and has been experiencing high blood glucose levels since then. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer was not able to get into the fixed prime screen due to the keypad not responding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.